Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specs. This product was used outside of indications for use.

Event description:
On (B)(6) 2012, a female pt presented to the hosp with pain in her abdominal area. A computed tomography revealed a possible tear distal to a previously implanted gore comformable tag thoracic endoprosthesis. The same day, the pt was implanted with two gore comformable tag thoracic endoprostheses to treat the tear. The renal arteries, celiac artery and the superior mesenteric artery were intentionally covered by the grafts. The physician performed a thoracic-abdominal surgery using a bifurcated gore-tex stretch vascular graft and four gore hybrid vascular grafts to help maintain blood flow to the renal arteries, celiac artery and the superior mesenteric artery. It was reported that the vascular graft was sewn to the top of the excluded graft and the limbs of the bifurcated vascular graft and the four hybrid grafts were pointing up towards the renal and mesenteric arteries to complete an "octopus procedure." A dacron graft was sewn into the vascular graft so it could be used as a conduit for the 22 fr sheath. It was reported to gore that the pt lost a large amount of blood during the procedure and received multiple blood transfusions. It was reported that the pt's blood pressure dropped during the surgical procedure. The pt died on the table due to the large amount of blood loss. The physician stated that the blood loss could have been attributed to another dissection or tear that was not revealed on the computed tomography. It was also reported that the pt was placed on a ventilator on (B)(6) 2012, prior to the procedure. The reason for the ventilator prior to the procedure is unk.